Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t8 cannulated hexalobe driver and the 20mm, 3.5 mini acutrak 3® bone screw batch/lot numbers are unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that a at3 stick-fit driver tip broke into multiple fragments upon inserting the screw into the scaphoid. The fragments were retrieved, and the surgeon finished seating the screw with a solid core driver. The surgery was completed after a 10-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00676 for the screw involved in this event.